Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block d7 (sud reprocessed and reused?), block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter email), block e3 (occupation). Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of basket wire detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on an unknown date. According to the complainant, the zero tip basket broke off inside of a patient during the procedure. The broken pieces were retrieved from the patient. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The procedure was a percutaneous nephrolithotomy (pcnl) performed in the kidney. The basket tip broke off inside the patient and was retrieved. The retrieval device is believed to have been a non-disposable grasper device. Several different devices were used to complete the procedure, including various wires, ultrasounds, baskets, and lasers.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on an unknown date. According to the complainant, the zero tip basket broke off inside of a patient during the procedure. The broken pieces were retrieved from the patient. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.